Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and back surgery on (B)(6) 2020. Blood glucose reading was 497 mg/dl. The customer insulin pump stopped working and insulin was coming out. The customer was treated with needle at the hospital. Auto mode feature was active at the time of incident. The customer performed displacement test and it was passed. The insulin pump will not be returned for analysis.